Event description:
It was reported that this pacemaker and right atrial (ra) lead had observations of organized noise on the egm that was being oversensed, and review of the report showed spikes in pacing impedances from around 600 to 1300 ohms. Technical services reviewed and determined the noise appeared to be the minute ventilation (mv) sensor oversensing the noise from changes in impedances, and discussed programming unipolar pace bipolar sense to help mitigate. The system remains in-service. No adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population.